Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin injection (150 mg, once daily and route not reported) and vancomycin injection (1 gram, once in 4 days and route not reported). Treatment was ongoing. At the time of the report, the patient outcome was unknown. Action with pd therapies were ongoing. No additional information is available.